Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasound oscillation confirmation and appearance. Upon inspection of the device, the tissue pad of the device was worn and partly peeled off with a piece fallen off. The fallen piece of the tissue pad has been returned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a total laparoscopic hysterectomy (tlh), the device tissue pad wore out. This was the second device that failed in this event. A first device had been used before this one. After five to ten minutes of use of the first device, the tissue pad of the device peeled off. The procedure was completed with a third similar device. There is no harm or adverse impact to the patient. The usage conditions at the time of the tissue pads of the device wore out is not known. The settings at the time were max 3, var 1. The devices were inspected prior to use with no anomaly noted. The intelligent tissue monitoring function was off during the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2. Some force was applied to the peeled tissue pad causing it to fall off. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.